Event description:
It was reported that an ilet insulin pump displayed recurring alert 60 indicating a bluetooth low energy communication board error, prompting repeated restart requests and necessitating replacement and reversion to backup therapy; the device was subsequently returned for evaluation. Symptoms included no reported adverse clinical effects and blood glucose remaining within range. Outcomes included temporary interruption of pump therapy and continued cgm use. Preliminary investigation of this case revealed a suspected internal communication malfunction consistent with a ble board communications failure leading to repeated restart alarms. The complaint was confirmed through a log review; however, duplication was unsuccessful. The device was found, through a retest, to have a small leak, but no evidence of liquid intrusion was found. Due to the device showing no malfunction at return, the cause of the patient's complaint was unable to be determined. As a precaution, the hoverboard shall be replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.